Event description:
It was reported that the unspecified bd nano¿ pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "hurt when injecting/ burning sensation at injection site [injection site pain] the patient received insulin lispro (rdna origin) injections (humalog, 100u/ml) via pre-filled pen (kwikpen), for the treatment of an unknown indication, beginning on an unknown date in 2019. Dose, route and frequency was not provided. On an unknown date, she had received a box with kwikpens that did not work. On the first box all five kwikpens had bubbled rubber septum. The mechanism was not working properly, it was hard to push in and tight to turn. On (B)(6) 2020, she used the kwikpen and it worked but now it did not distribute the insulin lispro. She attempted to troubleshoot the device herself but it would still not pushed in. There was already a needle attached to the kwikpen and the insulin was leaking out, it feels wet. She thought the needle may be on crooked. All five kwikpens were brand new and none of them work. The dose knob was not working properly. When it does turn she could not pushed it in but she states she also had a very difficult time turning them. She pressed on the dose knob and there was a huge bubble came out of the septum now(lot no: and pc no: ). On an unknown date, she used bd nano needles as her the previous needles ultra care 32 gauge hurt when injected. On an unknown date, she got a burning sensation at the injection site. She re-used her needles, stored the kwikpens with needle attached and does not primed the kwikpen on every injection. Information regarding corrective treatment was not provided. Outcome of the event was unknown. Insulin lispro treatment status was unknown. The user of the kwikpens was patient and her training status was not provided. The kwikpen model and duration of use were not provided however started on an unknown date in 2019."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. The patients age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd nano" pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter: "hurt when injecting/ burning sensation at injection site [injection site pain]. The patient received insulin lispro (rdna origin) injections (humalog, 100u/ml) via pre-filled pen (kwikpen), for the treatment of an unknown indication, beginning on an unknown date in 2019. Dose, route and frequency was not provided. On an unknown date, she had received a box with kwikpens that did not work. On the first box all five kwikpens had bubbled rubber septum. The mechanism was not working properly, it was hard to push in and tight to turn. On (B)(6) 2020, she used the kwikpen and it worked but now it did not distribute the insulin lispro. She attempted to troubleshoot the device herself but it would still not pushed in. There was already a needle attached to the kwikpen and the insulin was leaking out, it feels wet. She thought the needle may be on crooked. All five kwikpens were brand new and none of them work. The dose knob was not working properly. When it does turn she could not pushed it in but she states she also had a very difficult time turning them. She pressed on the dose knob and there was a huge bubble came out of the septum now(lot no: and pc no:). On an unknown date, she used bd nano needles as her the previous needles ultra care 32 gauge hurt when injected. On an unknown date, she got a burning sensation at the injection site. She re-used her needles, stored the kwikpens with needle attached and does not primed the kwikpen on every injection. Information regarding corrective treatment was not provided. Outcome of the event was unknown. Insulin lispro treatment status was unknown. The user of the kwikpens was patient and her training status was not provided. The kwikpen model and duration of use were not provided however started on an unknown date in 2019."